Event description:
Rectal tube #30 french foley catheter dislodged and end was noted to be irregular with tip of catheter missing. Notified md and nurse supervisor.rectal tube tip dissolved. Rectal tube not working/draining properly. Rectal tube changed.